Event description:
Baxter received a report that versacare frame had nurse call not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to replace the sidecom board. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly.examine the communication cable, include the male and female pins in the plug. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace sidecom board the bed no further action needed.